Event description:
It was reported that the surgeon attempted to insert the articular surface onto the tibial baseplate many times, but was unsuccessful. A new surface was requested and snapped in without issue.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.